Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not received a transmitter battery alert as expected. There was no reported impact to customer's blood glucose level. Customer declined further follow up from tandem technical support.